Event description:
It was reported the ultrasound gastrovideoscope had excessive crimping and glue on distal tip. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.